Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs system is not turning on. The pt stated his scs system stopped working some time ago. X-rays taken showed the pt's 3186 model lead may be fractured. Surgical intervention is planned for a later date to address the issue.